Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm during bolus. They changed the entire set because the reservoir was empty but received another no delivery alarm. The blood glucose at the time of the incident was over 523 mg/dl. Troubleshooting was performed. It was stated that insulin did exit the tubing when disconnected at the quick release. The infusion set was removed and found that the cannula was bent. Troubleshooting for high blood glucose was declined. The device will not be returned for analysis.